Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit does not cycle.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) unit does not cycle.

Manufacturer narrative:
It was reported that the cs100 intra-aortic balloon pump (iabp), do not cycle. Patient involvement is unknown. There was no information regarding harm or injury to the patient. Customer still awaits technical visit. There is no information regarding technical visit till now. Performed sufficient good faith efforts(gfe) for obtaining information regarding this complaint and still no data have been provided as response. As there is no response closing the record and will be reopened as new information is available.